Event description:
The user facility reported their evolution sterilizer was leaking water onto the floor. No report of injury.

Manufacturer narrative:
Although steris installed the unit, the user facility hired a contractor to make the plumbing connections. The drain pipe was routed across the floor to the floor sink. The pipe drifted after some use and created the reported leak. A steris field service technician arrived onsite, inspected the sterilizer, and identified a misalignment of the floor drain pipe to the user facility drain. The technician repositioned, shortened, and secured the drain pipe to ensure water would continuously flow into the user facility drain. The technician tested the unit and confirmed it to be operating according to specification.